Event description:
It was reported that customer experienced unresponsive touchscreen on device and shared this concern through a document-only email. There was no reported impact to the customer¿s blood glucose level. Customer had already contacted customer support team about issue and declined further follow-up from technical support, and no additional information was received regarding any corrective actions or final outcome.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.